Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous middle left anterior descending artery. The 15mm x 2.50mm nc quantum apex monorail balloon catheter was inflated twice. The first inflation was inflated to 12atms and upon the second inflation, the balloon ruptured at 16atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood in the balloon and inflation lumen of the catheter. Positive pressure was applied with an inflation device filled with water, and a stream of water emitted from two pinholes in the balloon wall at 4mm and .5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous middle left anterior descending artery. The 15mm x 2.50mm nc quantum apex monorail balloon catheter was inflated twice. The first inflation was inflated to 12atms and upon the second inflation, the balloon ruptured at 16atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).